Manufacturer narrative:
H10: internal complaint reference: (B)(4). Doi: https://doi.org/10.1016/j.arthro.2022.10.046. Literature paper: the arthroscopic trillat procedure is a valuable treatment option for recurrent anterior instability in young athletes with shoulder hyperlaxity. H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review the arthroscopic trillat procedure is a valuable treatment option for recurrent anterior instabilityin young athletes with shoulder hyperlaxity, 1 patient had a suture breakage after an arthroscopic trillat procedure using suture anchor. This issue caused the coracoid to partially lost its reduction medially and partially returned to its native, more lateral position. It is unknown how was the event treated. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per the response from one of the authors of the literature, the device that suffered the suture breakage was not from smith and nephew; therefore there is no relationship between the reported event and a smith and nephew device. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.